Event description:
Reportedly, after firing, the wing nut would not turn to remove the instrument. On the second attempt the wing nut turned properly. The usual auditory feedback was not heard when the instrument was fired and the front row of staples was missing from the anastomosis. The procedure was converted to a laparotomy and the anastomsis was hand sewn to complete the case. Procedure: lap sigmoid resection.